Manufacturer narrative:
Correction made to b6: relevant test/laboratory data: on (B)(6) 2021 (previously submitted as (B)(6) 2021), the patient's cell count was checked and results came back within normal range. B5: during follow up, it was clarified that transfer set was unable to disconnect from the patient line of the amia cassette (previously submitted as homechoice cassette). H6: the device was received for evaluation. The sample was returned attached to an amia patient connector. A visual inspection with the naked eye noted a female connector separated from the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The connection between the patient connector and the female connector was performed with no issues noted. The reported separation between the female connector and main body was verified. The cause of the condition was due to inadequate solvent to the set during manufacturing. A nonconformance has been opened to address this issue. The reported connection issue to female connector was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body (light blue) of a minicap transfer set; further described as ¿the light blue body of the transfer was twisting around the dark blue tip¿. This occurred during use of peritoneal dialysis therapy. It was further reported that transfer set was unable to disconnect from the patient line of the homechoice cassette. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.